Manufacturer narrative:
The device was returned to olympus for evaluation. Service confirmed moving the cable generated image noise. Although the root cause could not be specifically identified, it is speculated that image noise occurred due to an unexpected stress on the cable caused by the user's handling, which resulted in a failure. Handling of the device is described below in the instruction manual, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer called olympus to report a device malfunction observed during preparation for use. The camera head presented a dark image and sometimes the image cut out when the cable was moved. Another device was used for the procedure and there was no consequence or impact to the patient.